Event description:
Pt alleges that a recent mammogram proved that her implants were ruptured; mammogram showed silicone gel escaping from the right breast. Pt also alleges she noticed lumps against her chest, tenderness and soreness that continually worsened until present.